Event description:
Rn initiated therapy with 24g jelco and attached normal saline. Another staff member noted blood coming out of the IV onto the patient's clothing. The IV was removed and a new (22g) IV was inserted in a different location. Catheter leaked at the juncture between flexible internal catheter and hard plastic external hub.====================== health professional's impression======================break in catheter====================== manufacturer response for jelco catheter, jelco catheter======================concerned.